Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery, with moderate stenosis. The pilot guide wire was advanced without issue; however, when removing the guide wire resistance was felt with the anatomy and the guide wire separated. A snare device was used to retrieve the separated segment from the anatomy. Another pilot guide wire was used to complete the procedure without issue. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections were performed. The reported separation was confirmed although the reported difficult to remove was unable to be confirmed as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty and treatment appears to be related to the patients anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.